Event description:
It was reported that the caller stated medical doctor found diminished p wave amplitudes at routine follow-up and chose to reposition atrial lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.